Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable pulse generator (ipg) set screw could not be fixed. The ipg was explanted and was replaced. No patient complications have been reported as a result of this event.